Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to a breach in the sterile pathway of the liberty cycler set due to a household pet chewing through the dialysis lines. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A charge registered nurse (crn) reported the patient has peritonitis, was instructed to miss treatment on (B)(6), and was hospitalized on (B)(6). The crn advised the patient allowed the cat to go in his room and the cat chewed up the drain line and caused peritonitis. The crn placed the account on hold. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2026 the patient was dialyzing with a cat in the room. The nurse stated the cat chew through the patient line of the liberty cycler set. As a result, the patient did not complete the treatment. Subsequently, on (B)(6) 2026, the patient was admitted into the hospital for peritonitis characterized by abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed an elevated white blood cell (wbc) count (result not provided and no organism growth. The patient was initiated on antibiotic therapy in the hospital (details are unknown) peritonitis. Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to the cat chewing on the patient line of the cycler set which caused a breach in the sterile pathway.